Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8292799, medical device expiration date: 2023-10-31, device manufacture date: 2018-10-19. Medical device lot #: 8331544, medical device expiration date:, 2023-11-30, device manufacture date: 2023-11-30 ". Investigation summary: a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of aspirate / draw (cannot / difficult) with lot #8331544 regarding item #305950. Investigation summary: customer returned (752) bd 1ml, 13mm, 27g safetyglide allergy syringes (77 loose, 675 in sealed trays) from lot # 8331544. Customer states that the needle is not sharp, the plunger malfunctions, the safety glide device would not work, and some had broken needles. Thirty out of 752 returned syringes were tested (#1-15 loose, #16-30 from the sealed trays) for point geometry, lube, and cannula od (specs: outer diameter for 27g: 0.0160¿-0.0165¿). These samples were also tested and all were able to draw and expel properly without any observed defects. No defects were observed on the plunger rod and no broken needle was observed on the tested samples. Also all of the tested samples were able to be activated without any observed defects. A review of the device history record was completed for batch# 8331544. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted for hooked cannula. There was one (1) notification [(B)(4)] noted for fm on cannula. A review of the device history record was completed for batch# 8292799. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. A review of the device history record was completed for batch# 8331543. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted for hooked cannula. There was one (1) notification [(B)(4)] noted for fm on cannula. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the safety mechanism did not work and the plunger was malfunctioning with a bd syringe alrg sftygld 1ml w/ndl 27x1/2 rb. The plunger malfunctioning occurred with batch 8331544, and the safety mechanism not working occurred with both batch 8331544 and 8292799. The following information was provided by the initial reporter: it was reported the plunger malfunctions, and the safety glide device would not work.